Manufacturer narrative:
Device was returned for evaluation. Visual analysis was performed, the outer helix and inner helix were within specification. Electrical features were analyzed and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, while attempting to reposition the right atrial (ra) lp, contract revealed fluid in the pericardium. The patient received a sternotomy and the perforation was confirmed. The patient experienced a tamponade. The lp was explanted. The patient was in stable condition.